Event description:
Penumbra ruby coil could only be partially advanced out of the protective sheath. When the physician attempted to retract the coil it broke. The coil was never placed in the patient. Subsequent coils were successfully implanted in the patient with no adverse effects.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded of device.